Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt ((B)(6)) received her scs system six months prior. The pt reported that the ipg displayed "low battery" message for several days. Even after clearing the message, it reappeared in 24 hours. A representative of sjm performed a longevity calculation of the patient's ipg based on the programmed parameters. It was reported that the ipg should last approx 95 months from the implant date at 100% usage. The message was reported as most likely related to battery passivation. Follow up on the pt found that the passivation message was not longer displayed. No further issues have been reported.